Event description:
Patient was having a throat swab performed for a strep culture when the patient bit down on the swab. Two (2) inches of the cotton tipped end was bitten off and swallowed by the patient. Back blows were performed x 3. An ear/nose/throat specialist was called; chest x-ray for location of foreign body was done. The foreign body was found in the esophagus. The patient was fed a high fiber diet and stools were to be checked. The patient passed the foreign body in stool on 2/12/92.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.